Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2019 where the cervical ipg was explanted and replaced. Effective therapy resumed post-operative.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to establish communication with her ipg following an unrelated surgery on (B)(6) 2019. The patient was unsure if the set the device in surgery mode prior to the procedure. Troubleshooting was unable to resolve the issue. The ipg is deemed inoperable. The patient may undergo surgical intervention as the next course of action.